Manufacturer narrative:
A sample was not received at the manufacturing site; therefore, the condition of the product could not be verified. A review of the device history record traceable to the possible lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot numbers provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. An acceptance quality limit (aql) sampling is performed to ensure that the product meets release acceptance criteria. Non-conforming product is removed from the lot. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that the cannula was well aimed at the lure-lock system, but it "jumped in the operating room". Patient and procedure impact are unknown.